Event description:
It was reported that during a tvt procedure the surgeon pulled the tvt tape through the abdominal incision and the tape separated from the 5mm trocar. The surgeon was able to remove the tape through the vaginal incision. A second device was used to complete the procedure. Pt required larger incisions to complete the case.